Event description:
It was reported that the patient had coupling and or communication issues. It was added that the patient was unable to recharge or turn on their battery. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that the patient¿s battery was not holding a charge at all and it died really fast. The battery had not been able to be fully charged since it was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).